Event description:
A discordant sodium (na) result was reported on the xpand plus instrument. It is unknown if the discordant result was reported to the physician(s). The sample was retested on another instrument and then on the same instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens technical solutions specialist was contacted by the customer, who analyzed the instrument data and instructed the customer to adjust the pump rate, replace the depleted salt bridge solution and perform maintenance. Qc was then run and was in range. The cause of the discordant result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.